Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete, if the details require.

Event description:
It was reported that the device was smoking during testing prior to a procedure. There was no patient involvement and no allegation of adverse consequences associated with this event.